Event description:
Pt had saline breast implants removed due to capsular contracture with progressive pain and hardness. The left and right capsules were found to be moderately thickened and distorting the implants, particularly in the upper pole, causing significant infolding of implants. Both implants were found to be intact within their capsules. The right breast implant weighed 210 mgs. The left breast implant weighed 220 gms. Microscopic description of both breast capusle tissues showed dense fibrous connective tissue membranes with occasional small foci of foamy macrophages.